Event description:
Facility contact stated, custom concentration of fentanyl 50 mcg/ml in 20 ml syringe was set up. Nurse entered drug dose at 50 mcg and diluent at 20 ml. A guardrail alarm appeared and the nurse accepted it and continued. The patient received 1000 mcg of fentanyl. A code was called, the patient received narcan and was transferred to ICU. The patient returned back to baseline after the event. The patient had been on the fentanyl for a period of time prior to the event. User facility sent logs for evaluation due to user choosing incorrect custom concentration. The data reviewed from the pcu log indicates that the probable cause of the overinfusion event was the result of a programming error when entering the custom concentration, specifically the diluent volume. Data in the log did contain numerous guardrail warnings, however, the user elected to continue with the infusion. They are now reviewing the use of custom concentration selections. Following this event re-education of 60 super users was provided by cardinal health clinical consultant for pca and custom concentration information.

Manufacturer narrative:
Manufacturer's report date: 11/21/2007.